Manufacturer narrative:
The customer used hardware from another hemo system they had onsite, pdm and link assembly, and replaced it on the faulty unit. The unit began working better. The user manual (hemo-5303, page 356) addresses the potential for this type of situation with statements such as, "inspect overall physical condition of the system components, peripherals, and interconnecting cables. Perform any corrective actions required." In addition, the troubleshooting section of the user manual provides guidance for the user with statements such as, "problem ECG error messages resolution - several possible messages may appear on the hemo monitor if the system is unable to achieve reliable vitals readings. For example, if a lead is not properly attached to the patient or to the pdm, rather than offer a weak or inaccurate reading, the hemo monitor will indicate the affected lead with a lead off or not available message in white text. Check the lead's connection to the pdm and to the patient. Check for kinks or damage." Additional troubleshooting efforts have been provided to the customer in the user manual with statements such as, " a simulator has been included as a service tool for troubleshooting problems with ECG waveforms. A field engineer can easily connect the simulator to bring up test ECG waveforms to determine if the problem is with the ECG cables or the pdm. Test with a known good set of ECG cables."

Event description:
Merge hemo monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the hemodynamics hemo monitor pc. On (B)(6) 2016, a customer reported to merge healthcare that they were experiencing a weak ECG signal that resulted in problems calculating a patient's pressure values. It was further noted, however, that the pressures can be calculated manually by marking the r-wave. The device failed to perform an essential function which may lead to delay in diagnosis and/or treatment of patients; however, it was indicated that the procedure was completed successfully since the pressure calculations could be completed manually.